Event description:
The clinician reported that during the procedure, the jaw broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the patient. There was no report of patient injury.

Manufacturer narrative:
This device is a component in the clearglide evh small ktv15 kit. The clinician reported that during the procedure, the jaw broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the patient. There was no report of patient injury. One bipolar device was received for evaluation. The visual inspection confirmed that the tip was broken. After inspection at sorin group USA, the device was sent to the vendor for further analysis. A follow-up report will be filed when the evaluation is complete. The bipolar instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".